Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, the j704 connector was broken off of the distribution node (dn) pca. The root cause for the strained cable and damaged j704 connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.